Manufacturer narrative:
This is an addendum to the initial MDR and is based on medical records provided that document the explant procedure of the bard composix kugel hernia patch. As previously stated this is a patient with a complex medical / surgical history, including multiple infection surgeries prior to the implant of the composix kugel patch. Due to the patient¿s comorbidities and multiple surgical procedures performed following the implant of the bard device, we are unable to determine to what extent, if any the bard device may have caused or contributed to the patient's post implant clinical course. The explanted sample was not returned for evaluation. Additionally, regarding the initial allegation made by the patient contact that the device was "defective" there was no indication in the explant operative report indicating that a defect was found in the device upon explant. Based on this additional information there have been no changes to the previously document determination, this complaint remains inconclusive.

Event description:
The following is based on medical records provided to davol. On (B)(6) 1998 - the patient was diagnosed with colon cancer and underwent a bowel resection. On (B)(6) 2008 - the patient was diagnosed with an incarcerated ventral incisional hernia and underwent a diagnostic laparoscopy, lysis of adhesions and abdominal herniorrhaphy with implant of a bard/davol composix kugel hernia patch. As part of the patient's ongoing colon cancer monitoring, patient underwent multiple colonoscopy with popolypectomy ((B)(6) 2015) on (B)(6) 2016 - the patient was diagnosed with an adenomatous polyp and underwent a laparoscopic-assisted converted to open bowel resection. Abdominal wound left open. A wound vac was placed post-operatively. On (B)(6) 2016 - the patient underwent primary closure of open abdominal wound from the (B)(6) 2016 bowel resection procedure, multiple layer closure, sharp debridement of skin, subcu tissue, antibiotic pulse lavage, tap block and adjacent tissue transfer. (The op report does not include any statement of visualization or involvement of the mesh). On (B)(6) 2016 - the patient was admitted to the hospital with a wound infection, fevers and pain. The abdominal wound was draining bloody discharge with surrounding erythema. The infectious disease doctor recommended removal of the composix kugel hernia patch. The risks were explained to the patient, these risks included high risk of morbidity and mortality due to her weight. The patient wished to proceed with conservative treatment. Per the surgeon¿s notes, ¿the CT scan is not suggested at this time of infected mesh. There was no fluid around the mesh.¿ on (B)(6) 2016 - during the hospital stay, the patient was diagnosed with an abdominal wall abscess and underwent incision & drainage of abdomen, primary closure of the fascia, antibiotic pulse lavage followed by a wound vac placement. On (B)(6) 2017 - the patient presented to the hospital ER with complaints of pain and a blister at abdominal surgical site. An abd/pelvic CT scan was performed which did not indicate ¿any abscesses seen.¿ the patient was diagnosed with cellulitis and given antibiotics, pain and nausea medication. The follow was reported to davol and is not based on medical record review: complainant alleges the patient was seen by her doctor during a routine exam and it was determined that the composix kugel hernia patch was "defective" and it would have to be surgically removed and replaced in 5 hour surgery. Addendum based on medical records: on (B)(6) 2017 - due to a chronic non healing wound, on (B)(6) 2017 the patient underwent, debridement with excision of wound, removal of infected mesh, lysis of adhesions, bilateral component separation, repair of an incarcerated non reducible ventral hernia with a non bard biologic graft, application of a wound management powder, bilateral transverses abdominus block and panniculectomy. The medical records state, ¿at the base of the wound two areas of exposed mesh were encountered that were directly connected to the external non healing wounds. These adhesions were then freed further from the underlying hernia sac. Due to the adherence, it was sharply entered into the hernia sac and the hernia sac was dissected out and circumferentially incorporated mesh, which included multiple what appeared to be, ethibond sutures as well as laparoscopic staples. This was noted to have some intraperitoneal invasion into a large amount of scarred omentum adjacent to what appeared to be the remaining portion of the transverse colon. The omentum was then as well dissected away from the colon completely freeing the infected wound and mesh. This was passed off as specimen.¿ on (B)(6) 2017 - the patient presented to the ER with complaints of abdominal pain, drainage from wound and fever for which she was admitted. Hospital stay discharge summary states, polymicrobial abscess of postoperative abdominal wall wound with sepsis, much improved with acute kidney injury resolving (patient has a history of kidney disease). The patient was recommended to take oral antibiotics for 4 weeks and augmentin for 2 weeks.

Manufacturer narrative:
The medical records provided indicate this is a patient with a complex medical and surgical history, including colon cancer and a history of post-op infection and (B)(6). In 2008 that patient underwent a hernia repair with the implant of a composix kugel mesh. In 2016 the patient underwent a bowel resection related to her ongoing colon cancer monitoring. The patient's abdominal wound was left open following this non mesh related procedure. Approximately 5 weeks later the patient underwent a procedure to close the abdominal wound. Within 4 days of the abdominal wound closure the patient presented with an abdominal would infection, for which the infectious disease doctor recommended removal of the mesh, however, the surgeon notes in 2016 "the CT scan is not suggested at this time of infected mesh. There was no fluid around the mesh." Due to the patient's comorbidities, a conservative infection treatment was chosen. The medical records indicate that from (B)(6) 2016 through the end of (B)(6) 2017 the patient had additional treatments for and diagnosis of (B)(6), abscess and cellulitis. The medical records provided (through (B)(6) 2017), do not indicated that the bard mesh had become involved in the patient¿s ongoing post operative wound infection, however the warning section of the IFU states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The allegation made by the patient contact of "defective" mesh has not been specified, or substantiated by the medical records provided. Based on the medical records provided, the consideration for mesh explant appears related to the treatment of the ongoing infections/abscess/cellulitis associated with the 2016 bowel resection procedure. Should additional information be provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following is based on medical records provided to davol. In 1998 - the patient was diagnosed with colon cancer and underwent a bowel resection. On (B)(6) 2008 - the patient was diagnosed with an incarcerated ventral incisional hernia and underwent a diagnostic laparoscopy, lysis of adhesions and abdominal herniorrhaphy with implant of a bard/davol composix kugel hernia patch. As part of the patient's ongoing colon cancer monitoring, patient underwent multiple colonoscopy with polypectomy ((B)(6) 2015). On (B)(6) 2016 - the patient was diagnosed with an adenomatous polyp and underwent a laparoscopic-assisted converted to open bowel resection. Abdominal wound left open. A wound vac was placed post-operatively. On (B)(6) 2016 - the patient underwent primary closure of open abdominal wound from the (B)(6) 2016 bowel resection procedure, multiple layer closure, sharp debridement of skin, subcu tissue, antibiotic pulse lavage, tap block and adjacent tissue transfer. (The op report does not include any statement of visualization or involvement of the mesh). On (B)(6) 2016 - the patient was admitted to the hospital with a wound infection, fevers and pain. The abdominal wound was draining bloody discharge with surrounding erythema. The infectious disease doctor recommended removal of the composix kugel hernia patch. The risks were explained to the patient, these risks included high risk of morbidity and mortality due to her weight. The patient wished to proceed with conservative treatment. Per the surgeon¿s notes, ¿the CT scan is not suggested at this time of infected mesh. There was no fluid around the mesh.¿ on (B)(6) 2016 - during the hospital stay, the patient was diagnosed with an abdominal wall abscess and underwent incision and drainage of abdomen, primary closure of the fascia, antibiotic pulse lavage followed by a wound vac placement. On (B)(6) 2017 - the patient presented to the hospital ER with complaints of pain and a blister at abdominal surgical site. An abd/pelvic CT scan was performed which did not indicate ¿any abscesses seen.¿ the patient was diagnosed with cellulitis and given antibiotics, pain and nausea medication. The follow was reported to davol and is not based on medical record review: complainant alleges the patient was seen by her doctor during a routine exam and it was determined that the composix kugel hernia patch was "defective" and it would have to be surgically removed and replaced in 5 hour surgery.